Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon for a polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, clip would not deploy appropriately. The procedure was completed. There were no patient complications reported as a result of this event.